Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. During the procedure, it was noted that the right ventricular lead exhibited low impedance and sensing failure when connecting it to the new device and pacing system analyzer. Upon further inspection, an insulation break was noted on the lead. The lead was capped and replaced on (B)(6) 2020. The patient was stable.